Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an intermittent cartridge alarm 0 occurred with multiple cartridges. The pump was reset and a new cartridge was loaded to resolve the issue. Customer's blood glucose level was 100-269 mg/dl.